Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 36mg/dl and a loss of consciousness. Bg was treated with glucagon. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.